Event description:
A report was received that the pt underwent an ipg replacement surgery due to difficulty charging. The ipg was replaced successfully and the pt was reportedly doing well after the surgery and was able to charge.